Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service evaluation was performed for the subject device. The customer reported the bottom tip was missing. The repair technician reported ¿damaged component¿ as the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair on oct 10, 2014. This item passed synthes final inspection on december 12, 2014. The complaint condition was confirmed. Since the lot number of the subject device was identified, a second service history review was requested. : subject device was received on sep 29, 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the cable tensioner is missing the bottom tip of instrument. It is unknown when the instrument was found to be missing the tip. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: service history review: service history review: lot #p505400 (updated) no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 10-may-2001. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Service evaluation: the component was repaired and tested to operational specifications and returned to the customer. No cause was observed; no manufacturing or design issues were noted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Service history review: no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.